Manufacturer narrative:
Additional information d9, h3, h6 and h10. The device was received for evaluation. Visual inspection identified a loose speaker. A service history review was performed and revealed that the device has no previous service events, therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported "speaker issue", which was reproduced. The reported condition was verified. The cause was determined to be a loose speaker resulting in low sound. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump speaker volume was low and was not increasing after adjusting the volume. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.